Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose was reportedly "around 500" mg/dl with ketones and was treated by completing an infusion set change. Reportedly, a supply change was performed resolving the occlusion alarms.